Event description:
Upon evaluation of a (B)(6) old male patient's data, a zoll customer support representative detected artifact signal events. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (artifact signal event) has been confirmed. Upon investigation of the electrode belt ECG-c and ECG-d exhibited front end and electrode discharge failures. The cause of the failures was defective q1 components in both ECG's. The cause of the artifact signal event was the defective q1 components. The root cause of the defective q components cannot be positively identified but was likely random component failure. No adverse event resulted from the defective components. The patient received a replacement electrode belt.